Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick. Missing shell assessed as inconclusive. Wear abrasion is observed. No further actions are required as the device was implanted.